Event description:
Indication for procedure: acute infection. Procedure: the procedure was done in the or with an arterial line and fluoroscopy. The md began lasing with the 14f sls, then upgraded to the 16f sls. The removal of guidant, ra lead model# 4244-405731 was successful. A second 16f sls was introduced and the rv lead model# 0145-305908 was also removed without difficulty. The date of implantation on both leads was 1999. Once the 16f sls was removed from the pt, the pressure dropped with no pulse. Ep md began compressions immediately, cv surgeon arrived 2 mins later and the chest was cracked. A 2 inch svc tear was found in the posterior ra, repaired and the pt was placed on bypass. Pt status: pt stabilized. There is no further information regarding the pt's status at this time. Device analysis: the device were disposed of prior to the facility, representative being able to obtain them. There is no indication that the spnc device malfunctioned and contributed to the pt's injury.